Event description:
A customer reported a discrepancy between the displayed and actual time on their pump, which was greater than five minutes. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in updating the pump time and advised them to monitor the issue, instructing them to follow up if the time discrepancy recurred. The customer understood and acknowledged these instructions.